Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. One kink was observed on the catheter tubing approximately 75.9cm from iab tip. Optical fiber break approximately 29.7in / 75.4cm from the iab tip. The extender tubing, pressure tubing and three-way stopcock were also returned. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that immediately after insertion of an intra-aortic balloon (iab), there was an "iab sensor malfunction" alarm. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Event description:
N/a.